Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in the proximal lad. A 6f heartrail2 fl3.5 guide catheter, a runthrough .014 guide wire, and an everest inflation device were also used in the procedure. No patient injuries or complications were reported.